Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had off no power without previous weak battery notification. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer reported that the battery cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly to interface board. Unable to verify off no power alarm, unexpected battery power loss and perform displacement test, idle current test, run current test, self test and off no power test due to blank display.